Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant with a non-abbott delivery sheath. During deployment, the operator had noticed that the device had a cobra deformation. A decision was made to recapture the deformed device and replace with a 12mm amplatzer septal occluder. The replacement device was implanted in the patient with no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. The deformed device was never released from the delivery cable and there was no report of any interaction with cardiac structures. There was no report of any angulation/kink with the delivery system. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an unknown non-abbott delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.